Manufacturer narrative:
Additional information: through follow-up, it was learned that the surgeon has dozens of cases where the trailing haptic was stuck to the optic and a second instrument was required to unstick it. In each of the cases, the surgeon used a straight connor wand and a second bent connor wand and used both to squeeze the bulb of the haptic and lift it off the optic and then it would release. The surgeon reported that it takes about 10 seconds. The surgeon has attempted to "tap" the lens first, to see if it can be "knocked a certain way", and in "1 out of 15 cases" it can be "tapped" and it works, however in the other cases, the surgeon noted that it is more than just a "tap" ¿ it is mechanically lifting the haptic off the optic. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on more than one occasion, the majority of the time, the intraocular lens (iol) trailing haptic sticks to the optic and a second instrument is required to unstick it. The surgeon noted that "it is not a big deal" for the surgeon, but it does add a few seconds to the case. No further information was provided.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.